Event description:
It was reported the patient's therapy worked well for the first three months after implant until the pt fell. The pt then reported a loss of therapeutic effect. The pt experienced pain in the back and both legs. X-rays were taken and showed the system was intact with no lead breakage or connection problems. The MFR's rep noted the device was depleted and recharged the device without issue. The pt was reprogrammed twice resulting in stimulation only felt on the right side and the pt's worsened pain on the left side. The patient stated "they can hardly walk". The hcp was planning to compare x-rays from the implant and after the patient fall. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.